Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The moderately calcified lesion was located in the circumflex (cx) artery. While the balloon catheter was being advanced to the lesion, the shaft broke outside of the patient's body. The device never reached the lesion; therefore, the procedure was completed with another of the same device. No patient injuries or complication were reported. Patient status is listed as "ok."